Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an abscess was located at the patient's ipg site. As a result, the patient's scs system was explanted. The patient was given antibiotics to address the infection.